Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system switched between 2d and emergency mode randomly which prevents the site from moving the gantry. There was no patient harm.

Manufacturer narrative:
Continuation of concomitant medical product: information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, lot #: 429, rev. D product ID: bi71000180r, lot #: 91988999 rev. 3. A medtronic representative went to the site to test the equipment. The umbilical and motion enclosure were replaced and the system then passed testing. Codes b01, c07, and d02 are applicable to this analysis. Product ID bi71000167 was returned to the manufacturer for analysis. Inspection confirm that there was damaged cable connection caps. The locking lever was also missing. Codes b01, c07, and d02 are applicable to this analysis. Product ID bi71000180r was returned to the manufacturer for analysis. The component was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. Available for evaluation: product ID bi71000167 was returned on 2022-08-09, product ID bi71000180r was returned on 2022-08-10. This allegation was previously reported under regulatory report # 3006544299-2022-00279. This new report captures the same allegation, but a different occurrence medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.